Manufacturer narrative:
(B)(4). Publication year of 2014. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/ batch number has not been provided.

Event description:
Title: incidence of ureterovaginal fistula in total laparoscopic hysterectomy-a retrospective study. Author/s: jain v.v.; jain a.v. Citation: journal of minimally invasive gynecology. (Var.pagings). 21 (6 suppl. 1) (pp s162), 2014. The objective of this retrospective study was to evaluate the incidence and cause of ureterovaginal fistula in total laparoscopic hysterectomy (tlh). A total of 400 patients underwent tlh from september 2010 to february 2014. The average uterine size was 9-13 cm and average operative time was 45 min to 180 min. Tlh was performed using a mangeshikar uterine manipulator, bipolar and ultrasonic (harmonic scalpel) energy source. There were 4 cases of ureterovaginal fistula reported. All patients had stable vitals and were discharged within 48 hours with seemingly uneventful recovery. However, these patients reported sudden severe suprapubic pain and urinary leak vaginally on 5th postoperative day. All 4 cases reported lower ureteric thermal injuries. The cases reported were a bilateral ureteric injury (n=1), left ureteric injury (n=2), and a right ureteric injury (n=1). The first 2 cases were caused by lack of surgical skill and excessive use of energy source and the other 2 cases were due to previous pelvic surgery, pelvic adhesions & large size of uterus. A cystoscopy was done in all suspicious cases but it could not recognize ureteric injury. Energy (source) was responsible for all the cases. In conclusion, the authors reported that with improving skills and intelligent use of energy, incident of ureterovaginal fistula can be reduced. Ureteric stenting in suspicious cases helps in preventing ureterovaginal fistula.